Event description:
Asku

Event description:
It was reported that the physician attempted to implant the lead in the patient's rv. There was good sensing in several locations but no pacing. It was also reported that the pacing impedance was very high at more than 4000 ohms. The lead was removed and returned. A new lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found, however blood was noted in/on the helix mechanism. The full lead was returned and analyzed. Corrected: source type code, date of death, device mfg date. (B)(4)